Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the patient developing a hematoma and infection. No additional adverse patient effects were reported.